Event description:
Complainant alleged that while attempting to treat a male pt (age unk) the device failed to discharge. Complainant alleged that during subsequent testing, the device would not power up. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.